Event description:
It was reported that this pacemaker system displayed a yellow alert for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. Technical services (ts) was consulted and reviewed stored data. Ts discussed how there was atrial undersensing that had resulted in the patients r-waves been marked as premature ventricular contractions (pvc). Additionally, there were noisy signals that were oversensed on the atrial channel. Ts also noted how there were possible fusion beats for the patient's ventricular rhythm. Ts discussed available programming options to minimize the reported issues. This device remains in service. No adverse patient effects were reported.